Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A visual inspection of the drivers revealed that their tips were sheared off; the tips were reportedly left in the heads of the plate screws inside the patient. The drivers' fracture surfaces were relatively flat and smooth, indicating that they failed in pure shear, most likely due to being over-torqued. Wear and tear may have also contributed to the material failures, as the drivers were consigned and manufactured in approximately january, 2015.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that two driver tips fractured in screw head intra-op. The tips of the drivers remain in patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has just been returned to manufacturer therefore, a thorough investigation has not been completed, and the exact cause of the reported issue can not be ascertained. When more information becomes available, manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On 05/31/2016 that two driver tips fractured in screw head intra-op. The tips of the drivers remain in patient.